Manufacturer narrative:
A complaint was initiated based on a report received from the medicines and healthcare products regulatory agency (mhra), submitted by a customer, concerning the immulite 2000 allergen products. The notification did not identify the reporting customer or the specific product details. The reported issue involved a reagent barcode malfunction, which resulted in incorrect reagent positioning within one sector of the analyzer. As a consequence, patient samples were processed using incorrect allergen reagents, leading to both false negative and false positive results. No adverse patient outcomes have been confirmed. Based on the information provided, laboratory records were utilized to identify the impacted timeframe ((B)(6) 2025 to (B)(6) 2026). A total of 468 patients were identified by the customer as potentially affected. Where feasible, impacted samples were re-tested; limitations were noted for samples with insufficient remaining volume. All confirmed erroneous results were corrected and physicians were notified. The highest-risk case involved a 1-year-old patient; however, the diagnosis was confirmed through additional clinical testing, and no harm was reported. There were no allegations of patient harm reported to mhra. Note: immulite 2000 3g allergy specific ige universal kits marketed in the united states under material number 10708840. The 510(k) numbered documented in section g4 is for this product.

Event description:
A complaint was initiated based on a report received from the medicines and healthcare products regulatory agency (mhra), submitted by a customer, concerning the immulite 2000 allergen products. The notification did not identify the reporting customer or the specific product details. The reported issue involved a reagent barcode malfunction, which resulted in incorrect reagent positioning within one sector of the analyzer. As a consequence, patient samples were processed using incorrect allergen reagents, leading to both false negative and false positive results. No adverse patient outcomes have been confirmed. Based on the information provided, laboratory records were utilized to identify the impacted timeframe ((B)(6) 2025 to (B)(6) 2026). A total of 468 patients were identified by the customer as potentially affected. Where feasible, impacted samples were re-tested; limitations were noted for samples with insufficient remaining volume. All confirmed erroneous results were corrected and physicians were notified. The highest-risk case involved a 1-year-old patient; however, the diagnosis was confirmed through additional clinical testing, and no harm was reported. There were no allegations of patient harm reported to mhra.